Event description:
The customer reported that during acl (anterior cruciate ligament) repair- bone tendon bone graft for male, (B)(6), the biosteon screw was used to secure graft; the head was cracked into two pieces. The surgeon reduced the head of the screw with biter and arthroscopy shaver and shaving was flushed from knee with saline. The failure did not appear to affect the stability of the graft. The diameter of the graft was 10mm and a tap was used - 7 x 22.5. The bone quality was hard. A 23mm specified screw driver was used. The screw was tight in the 10mm diameter femoral tunnel. No adverse consequences were reported by the user.

Manufacturer narrative:
Suspected root cause: use of damaged or bent driver. Insertion over a bent guidewire. Patient bone quality was hard.